Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed lost sensor. When the sensor was removed the cannula was not visible. Customer's blood glucose level was 173 mg/dl. The device was not returned.